Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and non-boston scientific right ventricular (rv) lead exhibited a lead safety switch due to high rv impedance measurements. There was an episode of rv noise, oversensing and pacing inhibition of two to three seconds. The sensing was appropriate and the patient did not require rv pacing. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that the previously reported rv oversensing was due to probable myopotential oversensing or electromagnetic interference (emi). The lead was subsequently analyzed in both bipolar and unipolar configurations. The oversensing was unable to be reproduced; however, noise was observed on the baseline electrogram (egm). The device was reprogrammed. No further episodes of oversensing were observed, and the patient will continue to be monitored. No additional adverse patient effects were reported. The device remains in service.